Event description:
The following information was provided by the initial reporter: this is a report about leakage from the l-connector membrane section during use. Is there a leak from the membrane section of the optima l-connector? I noticed a liquid-like substance adhering to the surface (possibly silicone); please investigate this. Contaminated with hd. Additional information: since the customer is suspected of having silicone or similar substances on the product from the start, please investigate including that point. Additional information provided: please confirm: was this observed before using the device ? Or after disengaging from the mating component? Was there color to the substance? What medication was used? (24/06/2026_(B)(6)) I¿ve heard that inspections are conducted before use and after removal. We were notified that a liquid-like substance was found on the surface, so this facility has switched from fasel to optima. Colorless and transparent. Unknown (could it be a chemical that reacts with silicone oil?).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.